Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made as first attempt and a letter was sent as second attempt to follow up on a previous call that the customer made for unexplained high blood glucose of 404mg/dl. It was found that the customer had a serious injury related to the complaint. Tried to gather more information regarding the serious injury and left a message in the voice mail. No further information was provided.